Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the atrial and right ventricular leads were successfully removed by (B)(6) on (B)(6) 2019. The patient was discharged in good condition a few days after surgery.

Event description:
It was reported that the patient developed an infection with noted presence of vegetation and presented to the hospital for a pulse generator system extraction. During the procedure, the physician performed x-ray imaging and found the right ventricular lead exhibited externalized conductors due to insulation break. The attempted lead extraction failed and the physician ended the procedure. The patient was in good condition after the procedure and remained at the hospital for additional surgical consult to remove the rest of the leads. It was noted the patient underwent a pulse generator change procedure in 2018 but it was not known what caused the infection. Related manufacturer reference number: 2017865-2019-05804.